Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during stenting treatment procedure, the intravascular ultrasound (ivus) catheter became stuck in the stent. The target lesion was located in the left circumflex coronary artery (lcx). A taxus liberte stent was deployed, and the atlantis sr pro ivus catheter was advanced but "the physician felt resistance a little" and the catheter was noted to be stuck in the distal end of the just placed stent. According to the physician, this was due to the calcification in the lesion and that the stent should have been dilated more as it was deployed. The catheter was rotated and was freed and able to be full advanced. During pullback, the image disappeared. The device was flushed but the image did not reappear. The device was removed and no damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.